Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated five erroneous blood urea nitrogen (bun) results. Customer reported they then performed quality control and the quality control results were out of range. Customer indicated they flushed the sample probe and performed a shutdown of the dxc 600i system. Customer reported that after shutdown and startup, the dxc 600i system gave smart module errors and there was about 10 milliliters of fluid under the cartridge chemistries (cc) sample and reagent probes. Customer reported that one of the erroneous (bun) results was reported out of the laboratory. Customer reported that the erroneous result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed reagent probe b was flooding. The fse replaced the vacuum valve, the 3-way valve (shear valve) and the degasser. The fse verified system performance.